Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced glistenings after an intraocular lens (iol) implant surgery. Additional information has been requested with no response to date. There are two medical device reports associated with this patient. This report is for the left eye (os).